Event description:
Leakage was noticed because the set became detached.

Manufacturer narrative:
Additional info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: february 29, 2008.